Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the patient had similar symptoms of increasing baseline spasticity during a previous episode where the patient¿s pump was ¿acting up¿. The reporter did not have any further details on what the patient meant by that statement or what the alleged problem was with the pump. The pump was delivering baclofen. Additional information has been requested, but it was not available as of the date of this report.